Event description:
A report was received that the patient would undergo an explant due to increased pain caused by the stimulator. The patient's precision system was explanted and the patient was reportedly doing well.